Event description:
Pt had rod placed in his right femur last yr following a femur fracture. The fracture is now healed. Pt had a reactive bursa around the proximal portion of the rod. Pt was admitted and underwent removal of the rod atraumatically under general anesthesia. Pt was discharged same day, ambulatory on crutches.